Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history confirmed the reported condition as failure code 570:320:625:0000; which interrupted delivery. The user interface module software version of this pump is currently unknown. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a failure code 570:320:625:0000 was confirmed by baxter personnel in the pump's event history. Baxter personnel in the pump's event history. This condition was caused by depleted main batteries. This condition was resolved onsite at the facility by a baxter field service technician by replacing the main batteries. This involved an unremediated infusion pump with user interface module master software version 5.06.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).